Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, urinary problems and recurrence. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to mesh erosion, voiding dysfunction and severe pelvic pain and on (B)(6) 2012 due to chronic pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress incontinence, leaking urine, urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-07172, medwatch 2210968-2013-07175 and medwatch 2210968-2013-07181. The same patient is represented in each medwatch.